Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after a patient had intraocular lenses (iol) implanted in both eyes, she said that her right eye was not as good as her left eye. Her right eye was blurry. Two months later the lens was exchanged for the same model and power. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned for evaluation. The lens is cut in half, typical of insertion and removal from the eye. Due to extensive damage to the lens we are unable to test the resolution. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. Additional information was provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).